Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion and pericardiocentesis was attempted. No effusion was noticed prior to the start of the procedure. The procedure continued as normal. When they were performing a post-check towards the end of the procedure, a pericardial effusion was noticed in the patient. They had monitored the pericardial effusion for about 30-40 minutes with no changes in the patient. They completed the procedure. Then about 2 hours later, while the patient was in "post-care" the patient's blood pressure had dropped. They attempted to perform a pericardiocentesis for the patient but they were unable to complete it. It could not be confirmed if any other medical intervention was provided to the patient. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.